Event description:
The suspect handheld computer was returned to the manufacturer. Analysis is underway but it has not been completed to date. Further information was received confirming that the healthcare professional's programming wand was performing as intended.

Manufacturer narrative:
.

Event description:
It was reported that the medical professional could not communicate with patients' generators when using the handheld computer . All connections were checked and electromagnetic interferences ruled out. It was also reported that the handheld computer performed very slowly. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. The return of the suspect handheld computer is expected but it has not been received to date .

Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the serial cable were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications